Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed, the presumed cause and a definitive root cause could not be determined for this case. Additionally, during the inspection it was found the error code e03, and this could have occurred due to main board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the insufflator exhibited the abdominal pressure. Display showing the value "0¿, while the device continuously blew gas. The issue occurred, during a therapeutic intraperitoneal onlay mesh (ipom) procedure. The intended procedure was completed using a similar device. There were no reports of patient harm associated with the event.